Event description:
It was reported that this right atrial (ra) lead was explanted due to device was wondering around the pocket. The patient wanted the device out. No new lead was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.